Event description:
I had transvaginal mesh surgery to repair a prolapsed uterus and urinary incontinence. My initial surgery was in (B)(6) 2010. I had another surgery in (B)(6) 2011 to repair mesh erosion. It is now (B)(6), almost three months since my last surgery and the mesh is once again starting to erode. How many more surgeries will it take to correct this problem? I feel this product should not be in use if these are the results. I cannot afford another surgery but I guess I have no choice here, surgery or death. Great.